Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that injector of a micro-stent did not work properly. There was no patient contact. Additional information was requested.

Manufacturer narrative:
One opened system was received in the outer carton for the report of the injector did not work properly. The applier, loader, and stent were returned within the outer carton. The returned applier was visually inspected and was found to be non-conforming. The guidewire of the applier was partially extended from the stopper tube. The loader was visually inspected and was found to be non-conforming, there is a white stress mark (scratch) on the inner puck. The stent was visually inspected and was found to be conforming. The applier was then functionally tested and was found to be non-conforming. The halves of the applier were then separated and the guidewire again was visually inspected and was found to be non-conforming, the guidewire was kinked and separated. It appears that the stopper tube of the applier was not aligned properly in the stent loader. The applier's stopper tube was rested where the scratch is present and when the guidewire was advanced, it kinked and eventually separated due to hitting the side of the outer puck of the stent loader. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The root cause is use error due to the product instructions for use (IFU) not being properly followed for loading the micro-stent onto the applier. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).